Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the clinical diagnosis was cerebrospinal fluid leak. The decision was made to clean the dermabond off and oversew the wound. It was noted the drainage resolved nylon sutures were removed on (B)(6) 2021 in neurosurgery clinic, new drainage from cranial incision was noted by patient's caregiver on (B)(6) 2021. The patient was seen in neurosurgery clinic and admitted through the emergency department that same day for surgery on (B)(6) 2021 to revise the wound and remove the entire pump system. Evd was placed in case hydrocephalus was present, but was clamped quite soon after surgery, ruling that diagnosis out. It was noted there was poor wound healing.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen via an implantable pump. It was reported that following a pump and catheter replacement surgery, the patient's scalp incision was leaking clear viscous fluid. The clinical diagnosis was possible cerebrospinal fluid leak. The catheter incision site was oversewn with nonabsorbable sutures on (B)(6) 2021. The patient was examined, on (B)(6) 2021, and they removed all of the nylon head sutures. The wound remained well approximated with no redness or drainage. On (B)(6) 2021, the patient reported consistent clear, slightly viscous drainage from the same spot of the incision as previous csf leak. The patient was examined and there was no active drainage and no drainage that the hcp could express with pressure. There was no underlying fluid collection. The incision did not appear to be infected. Laboratory testing showed inflammatory markers were mildly elevated with an esr of 52 and crp of 2.3 with a wbc of 5. A CT scan without contrast was performed and there was no CT evidence of csf leak and the ventricles were stable in size. On (B)(6) 2021, the head incision showed area of the meds opening was scabbed over with no current leaking. On (B)(6) 2021, a CT scan without contrast showed mildly dilated third and lateral ventricles so a evd was placed. The planned wound revision was changed to system explant when hydrocephalus ident ified. The whole device was explanted and returned to manufacture. It was indicated the event was related to the device or therapy and related to the implant procedure. The issue resolved with sequelae on (B)(6) 2021. The sequelae was drainage initially resolved when oversewn but returned when those sutures were removed and entire system was explanted with plan for later. Additional information noted the head surgery was to remove the pump and catheter.